Manufacturer narrative:
Concomitant medical products: evolutr-34-c valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure it was noted that the temporary right ventricular (rv) lead had caused a perforation. The lead remains in use. The patient is a participant in the evolutr_lr study. No further patient complications have been reported as a result of this event.